Manufacturer narrative:
(B)(4).

Event description:
(Os 18.386). The dentist reported 6 months after the dental implant was installed in intraoral regional #4, it was verified its non osseointegration, but didn't provide any other info about the case.